Event description:
It was reported that a physician was attempting to deploy a 2.75mm diameter x 24mm length endeavor resolute drug eluting stent to treat a lesion in the lad of a patient with severe calcification, moderate tortuosity and 90% stenosis. The mid lad was treated with a 2.25mm diameter x 24mm length endeavor resolute stent with no issues noted. The prox lad was pre-dilated and then the 2.75 x 24 endeavor resolute stent was used for treatment, however, the stent could not pass the lesion due to calcification present and damage to the stent was noted when it was removed from the patient. The procedure was completed with another endeavor resolute stent with no issues noted. No patient injury or clinical sequelae were reported. Patient is reported to be fine post procedure. Device evaluation: the device was returned to medtronic for evaluation. A number of struts on the 1st proximal segment were raised and pulled distally. The 6th and 7th proximal segments were slightly deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: deformation problem. Inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, severe calcification and moderate tortuosity and 90% stenosis). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, severe calcification and moderate tortuosity and 90% stenosis). Known inherent risk of procedure (failure to deliver stent and stent deformation). (B)(4).